Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000450, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the power supply voltage was low. It was adjusted and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported when a representative was on-site to do rad and gain calibrations, the system was stuck in initializing and was beeping. It was noted to be stuck in initializing per the status of the pendant. There was no patient present when this issue was identified.